Event description:
This report is based on information provided by the local philips remote service engineer (rse) and field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips mrx defibrillator indicating that the device was unable to pass an operations check. Available details indicate that the device had exhibited symptoms of an operations check failure. Details provided in an update from the source case indicate that the fse was not able to duplicate the reported issue, performed a successful operations check, and the device was successfully returned to service. Based on the information available, the cause of the reported problem could not be confirmed. The device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer's device was successfully tested and returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.